Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in h6 health effect - clinical code. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the retrograde pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Event description:
Updated clinical rationale: an impella 5.5 device was inserted surgically into the right aorta in a 60-year-old female patient with a past medical history of a prior coronary artery bypass graft (CABG), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient was having episodes of ventricular tachycardia (vt), requiring cardioversion. A few days later, there were retrograde flow alarms. The impella was functioning at p-7 at 2.2l/min. The placement signal was 210/112. The mean arterial pressure (map) on the arterial line was 70. The nurse disabled the alarm. Nineteen days after impella insertion, the patient expired on support. It was reported that during explant, the patient's aorta tore, and the patient exsanguinated. Arrythmias can occur if the impella is not correctly positioned. The impella is being reported for death; since it cannot be excluded that the device caused or contributed to the death.

Manufacturer narrative:
Additional information was provided and b2, b5 and h6 were updated.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right aorta in a 60-year-old female patient with a past medical history of a prior coronary artery bypass graft (CABG), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient was having episodes of ventricular tachycardia (vt), requiring cardioversion. A few days later, there were retrograde flow alarms. The impella was functioning at p-7 at 2.2l/min. The placement signal was 210/112. The mean arterial pressure (map) on the arterial line was 70. The nurse disabled the alarm. The post-procedure outcome is unknown. Arrythmias can occur if the impella is not correctly positioned. The device is unlikely to have contributed to the arrythmia, which was most likely attributed to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock, along with the complications of stage d shock.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.